Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber being used for prostate vaporization, the aim beam was observed to be forward-firing.t he forward-firing condition was observed when the fiber had accumulated 50,714 joules. The procedure was completed with a second fiber. There was no harm to the patient. No end user injury was reported. The patient outcome was reported as "okay".

Manufacturer narrative:
Refers to forward-firing of the side-firing surgical fiber; a request has been submitted.